Manufacturer narrative:
It was reported that the lead was explanted on (B)(6) 2023. Upon receipt, the returned lead was found fragmented. The insulation body was cut 12.5 cm distal to the df4 connector pin. The inner conductor coil was cut 20 cm distal to the df4 connector pin. A proximal and a distal lead fragment were returned. In between a 7.5 cm segment of the insulation body was missing. The returned lead fragments were subjected to an extensive analysis. During the visual inspection the lead showed multiple signs of wear along the lead body. In particular 39 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered the root cause for the observed pacing impedance <200 ohms. Furthermore in this region the conductor cable to the shock coil was fractured which most likely resulted in the shock impedance >150 ohms as reported in the complaint description. The observed insulation damage indicates severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
It was reported that the lead was explanted on (B)(6) 2023.

Event description:
Lead impedance <200ohms and shock impedance >150ohms was reported via homemonitoring. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.